Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Removal of gamma 3 lag screw due to patient complaint of pain at the site of the implant driving end. On initial x-ray the nail/lag screw appear unbroken. Next x-ray of the implant intra operatively shows the nail broken with lag screw intact. Surgeon reports the nail extraction was protracted and difficult caused by not initially having on hand their howmedica nail extraction t-handle. Another short gamma nail was used for the revision as was planned pre op but as mentioned the operation was more difficult and longer due to the broken prosthesis. Original extraction planned involved removal of the lag screw only (due to pain at the sight of the driving end of the lag screw reported by the patient), due to the broken nail a protracted and complicated extraction was required as well as a complete revision gamma nail placement.

Manufacturer narrative:
The nail was classified as primary product during investigation. Also requested for several times x-rays, patient details and surgery notes were not provided; therefore the evaluation based only on the technical investigation of the returned implants. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was heavily drill marked within the left bridge of the proximal lag screw hole (left bridge from lateral point of view); a small part of the bridge material is abraded at lateral. The left breakage line was found within the drill marked area. This misdrilling effect did weak the left bridge significantly and caused a notching effect on the lateral side that favours the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the left bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the left bridge at lateral. After the left bridge was full or main partly broken, the right bridge followed also step by step but much quicker than the left bridge. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. Postoperatively loads and intra-operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. I further listed adverse effects occurred like obesity, poor bone formation or bone diseases is unknown due to missing information. Because no manufacturer related issues were found the case is attributed to a user error. No non-conformity identified.

Event description:
Removal of gamma 3 lag screw due to patient complaint of pain at the site of the implant driving end. On initial x-ray the nail/lag screw appear unbroken. Next x-ray of the implant intra operatively shows the nail broken with lag screw intact. Surgeon reports the nail extraction was protracted and difficult caused by not initially having on hand their howmedica nail extraction t-handle. Another short gamma nail was used for the revision as was planned pre op but as mentioned the operation was more difficult and longer due to the broken prosthesis. Original extraction planned involved removal of the lag screw only (due to pain at the sight of the driving end of the lag screw reported by the patient), due to the broken nail a protracted and complicated extraction was required as well as a complete revision gamma nail placement.